Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the dialysis line of a prismaflex m150 set during prime. The set was deemed unusable. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided images, it was observed that the dialysate post pump line was disconnected from the dialysate port. A non-homogenous mark of solvent was visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to manufacturing due to the observed lack of solvent which resulted in the disconnection of the parts. Should additional relevant information become available, a supplemental report will be submitted.